Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product/provided pictures identified signs of repeated use (scratches) and confirming complaint, one of components 1 and 2 is disassembled / missing & not returned). Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. This device is confirmed to have been a part of a previous investigation. Field action zfa 2014-67 and z-1052-2015 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. This complaint can be confirmed based on the returned device with missing bearings. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, it was discovered that the 10mm tasp was missing a ball bearing, which prevented the corresponding poly trial from being built. Subsequently, another tray was opened to acquire a second 10mm tasp. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.